Event description:
It was reported that during the troubleshooting for an alarm on the homechoice device, the home patient had reused single-use supplies. The patient has loaded new solution to the same line during the therapy while the patient was connected. All disposables were discarded and the patient will complete her therapy by manual change. No additional information is available.

Manufacturer narrative:
(B)(4). The sample and lot number were unavailable; therefore, no evaluation or batch review could be performed. It was reported that the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. In addition, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.